Event description:
Additional information received indicates that no product was returned for investigation, however, customer was able to provide log files for further investigation.

Manufacturer narrative:
H3: findings/root cause: the suspect device was not returned for evaluation. The customer provided logs to the technical support team which confirmed the tf316 alarm. Tech service advised the customer to replace the blower, and a replacement blower was sent, however root cause could not be established.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device exhibited a tf 316-blower failure. There was no patient involvement reported.